Manufacturer narrative:
The insulin pump unit received with broken off missing end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to broken off/missing end cap. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage and excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer changed out the pump and a rubber piece came off. The location of the damage is the opposite of the battery and reservoir compartment. The insulin pump was returned for analysis.